Event description:
Reporter's wife called stating, in a meter-to-health care provider meter comparison (45 minutes between fasting tests), blood glucose results of 260 and 210 mg/dl were obtained. Control solution test was 132(97-145) mg/dl. Reporter's wife stated he had the flu. Reporter was not experiencing any symptoms otherwise of either hypo- or hyperglycemia.